Event description:
It was reported by the attorney that a patient underwent an umbilical hernia repair procedure in 2004 and mesh was implanted. In approximately 2009, the patient suffered various complaints relating to the mesh which had become infected. The patient and family complained at that time about his level of care. The patient died on (B)(6) 2010. The initial findings in (B)(6) 2013 found that the circumstances around the death were complicated by a history of other contributing illnesses. Key areas of concern included failure to reassess the patient's suitability for surgery in a timely manner as well as failure to monitor his progress and manage his treatment complications in the days leading up to his death. In (B)(6) 2015, the coroner reported drug administration errors and indecision over surgery for infection were factors in the death.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.